Manufacturer narrative:
As of today, available information indicates that this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had malfunctioned. The patient was hospitalized after a syncopal episode. A lead revision procedure was performed where the lead was repositioned. There were no additional adverse patient effects reported.